Event description:
It was reported that a malfunction occurred during surgery. As the surgeon started to turn the retractor to hook on the charnley pin. The left hook just broke of and flew through the air. One piece fell in sterile field but was recovered immediately and no pieces were left behind. There was no impact or injury to the patient.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.